Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The field engineer found widows did an update in the middle of their procedure causing needle to get locked into an invalid state. The field engineer was able to clear needle error during needle testing by holding down needle fire for three seconds. Solution: confirmed all windows updates are turned off. Cleared needle and tested many times. No more errors. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2022, a brevera procedure was performed and the device was armed in an invalid state therefore the device was removed from the breast, and the procedure was rescheduled and completed successfully. No additional information is available.